Event description:
The account generated discrepant axsym hbsag confirmatory testing on a patient. In 2008, the patient tested axsym hbsag repeatedly reactive, confirmed positive with reagent lot 66495m100. A new axsym hbsag reagent lot, 67897m100, was put into use and the same specimen was processed for parallel testing. Again, the specimen tested axsym hbsag repeatedly reactive, but generated non-confirming results with axsym hbsag confirmatory testing. The specimen was repeated again with the same results. The patient previously tested total core 2.0 reactive. On four days later, a new specimen was obtained from the patient which tested axsym hbsag repeatedly reactive, confirmed positive. Quality control was within range during testing. It is unclear which axsym hbsag confirmatory result (confirmed positive or non-confirming) was reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Tracking and trending review was performed. In order to investigate the customer issue, the investigation team reviewed customer complaints received to-date to determine if others have experienced this same issue. The investigation team review of these data did not identify an increase in the number of complaints related to discrepant patient results. Based on this investigation, it is concluded that the axsym hbsag confirmatory assay is performing as intended, and is meeting its safety, effectiveness, and label claims. The investigation team cannot provide an exact cause for the results the customer observed, however, if this should occur again please refer to the axsym hbsag confirmatory package insert, specifically the specimen collection and preparation for analysis section, as this contains information useful in troubleshooting. This is a final report.